Event description:
Surgeon recommended spinal fusion to ease chronic-coccyx-pain roblem. Fused last two vertebra in spine 9/87, with plates and screws. Did not warn of experimental nature. Pain has increased significantly since operation. It has caused disability and reduced quality of life greatly.